Event description:
It was reported that the lead displayed t-wave oversensing. Follow-up with the clinic determined that no intervention has been performed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.